Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer's blood glucose was 81 mg/dl. The contacts of the battery cap were not missing or damaged. Neither the battery compartment nor the spring were damaged or corroded. The battery cap was cleaned and a new battery was inserted, and the insulin pump alarmed failed battery test, again. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.